Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. Top cover is damaged/broken. Pump door button and catch slide faulty. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 0405 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. There were visual indications of dried fluid found in between of the pump assembly and front panel assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. Mushroom heads check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that liberty select cycler screen was dim during unknown phase/cycle of dialysis, display brightness was set to unknown. Screen was extremely dim, rebooted cycler but screen remained dim. Patient encountered an unknown alarm when cycler was rebooted - could not confirm alarm due to dim screen. Patient was already disconnected at the time of the call. Technical support replaced cycler due to anytime: screen brightness problem, advised to contact pd nurse to inform of replacement and to discontinue use of this cycler. Advised patient to reach out to the register nurse regarding how to do treatment in the meantime. Upon follow up it was determined that the patient was able to complete treatment. No harm or adverse events were experienced and no medical intervention was required. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.